Event description:
Int'l customer reported that the device collapsed upon initial activation and failed to drain. No adverse pt consequences were reported.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.